Manufacturer narrative:
This report is submitted on july 07 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the implant. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site which was treated with antibiotics, however the issue could not be resolved resulting in explant of the device on (B)(6) 2020. This report is submitted 17 august 2020.